Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices were examined and would not arm as received. The obturators handle weld were measured and found to be skewed. The obturator hanlde is welded during the assembly process.

Event description:
It was reported during a laparoscopic cholecystectomy while using the 355ld the scrub nurse attempted to arm the trocar but the red button would not stay depressed. There was no consequence to the pt. 2/23/98-a new trocar was pulled to complete the case.